Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that on (B)(6) 2017, the patient programmer displayed the "call your doctor" screen, and they had been having intermittent on/off stimulation prior to contacting the manufacturer. When speaking with the manufacturer they had used their patient programmer and were no longer seeing the "call your doctor" screen but they were seeing their normal therapy screen, and they were feeling the appropriate stimulation they normally would feel. They reported later that same day that they were getting the out of regulation (oor) message on the patient programmer. They were redirected to their doctor and advised to charge their device to full. They stated they did not have any falls or trauma and they charge their stimulator every other day. No symptoms were reported. No further complications were reported.